Event description:
It was reported that during a lar procedure, the hand switch did not activate at all. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 02/25/2008. Info not available, device not returned for analysis.